Event description:
Tip of grasper "bottom jaw" fell off in the abdominal cavity of pt. Discovered after extubation and dsgs requiring re-tubation and opening of surgical site to remove. Located by c-arm x-ray intra-op.